Event description:
In pressure control mode: the inspiratory level is not constant. Variation is more and more important with a low respiratory frequency. In volume control mode: peep is not functioning correctly. The inspiratory increase value of peep but pressure drops to zero. After a kion's calibration kion is functioning correctly, but if kion is turned off and turned on all problems reappear. All these problems have been resolved by exchaning pc1750 board.